Manufacturer narrative:
B3 - date of event: 25 dec 2025 was reported but unknown next to the date was also check marked. D3: togo medikit is the registration holder of this product. Per quality agreement both togo medikit and ICU medical are responsible for reporting. G1. Additional contact: togo medikit co., ltd. International division, (B)(4), 1-13-2, yushima, bunkyo-ku, tokyo 113-0034 japan, email: (B)(4), tel: +81-3-3839-0492. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary from togo medikit: actual product was not returned and the product code and lot number were unknown. Based on the recent reported complaints, we estimated that the product code of this complaint product was a 20g product, so we investigated our shipping history to determine the product lot immediately shipped before the problem occurred: sp120-20-31t, lot no. 25a15a1, 25c05sa, 25d23g3. From the manufacturing records and inspection records of the lot#25a15a1, 25c05sa, 25d23g3, no abnormality that could cause the similar defect was found. The actual product was not returned, and an investigation of the stored products from the predicted product code and predicted lot did not reveal any abnormalities that could lead to the defect, so the cause of the defect could not be identified. Possible cause was a transient phenomenon caused by air remaining in the infusion line used in conjunction with the device during clinical use. Furthermore, no similar incidents have been reported with supercath 5 products to date, and no findings suggesting a product-specific quality defect have been found.

Event description:
An event was received regarding to an unspecified supercath IV in which the reporter stated that there was an air/fluid level in the main pulmonary artery of a patient. There was a connection made there has been an increase of this problem since the implementation of the supercath IV catheters. There was patient involvement. Medical intervention was not specified and the extent of harm was not specified.